Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a generator change due to the normal elective replacement indicator, the hex wrench was observed to be not sealing properly to the set screw of the old device header when removing the ventricular lead. The sealing ring in the ventricular port was removed and the lead was removed from the old generator successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of difficulty to retract the set screw was confirmed in the laboratory. Analysis revealed the set screw insets were stripped around the opening and being filled with septum debris, consistent with damages resulting from incorrect hex wrench insertion during the surgical procedure. Debris in the set screw insert prevented proper insertion of the torque wrench, which interfered with the proper turning of the set screw as reported from the field. After septum debris were removed, leads were able to be tightened and untightened normally. No anomalies were found.